Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pan/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge and headache had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2010. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, vaginal infection, vaginal discharge and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Product indication updated. Essure explant date added. Events added- general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: vaginal infection, vaginal discharge and other injuries/symptoms: headaches were added. Event outcome updated for: physical pan/pelvic pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.